Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking green screwdriver two of the tabs broke off when inserting a locking screw into the metaglene. Both tabs were recovered from the patient. Six minutes surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirms the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.